Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, in one shot with the device, the load did not open. The jaws of the device was lock on tissue and was removed using a different stapler. Another device was used to complete the procedure. There was no patient injury.